Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 21, 2023. Upon further investigation of the reported event, the following information is new and/or changed: a1 (added patient's identifier). D4 (additional device information - added exp date). G3 (date received by manufacturer) . G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information and device evaluation) . H3 (device evaluated by manufacturer) . H4 (device manufacture date). H6 (identification of evaluation codes 10, 3331, 213, 67). The returned sample was inspected upon receipt. The arterial and venous pigtails were noted to be fully intact with no break in the tubing. To confirm, deionized water was able to be passed through both lines with no leaks observed. Therefore, there was no product deficiency. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
UDI related data quality updates only: the product reported does not have a primary unique device identification (UDI) number associated as it is non-sterile and is intended for further processing into convenience kits. Non-sterile products are subsequently sterilized once incorporated into a convenience kit. Non-sterile product is at no time introduced into commercial distribution.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code #1: 525 - tube. Component code #2: 4733 - connector/coupler. Health effect ¿ impact code: 2645- no patient involvement. Health effect ¿ clinical code: 4582- no clinical signs, symptoms or conditions. Medical device problem code: 4008 - material split, cut or torn. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, there was a kink/cut on two pressure tubing connections. No patient involvement. The product was changed out. The procedure was completed successfully.